Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a vaccination using a bd precisionglide¿ needle the needle remained in the patients arm. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "I went to have the child's arm vaccinated and the syringe came and the needle stayed in the child's arm, lucky that she was calm because it was difficult to get it out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-24. H6: investigation summary sample and photo received for investigation. Upon visual inspection of the photo, cannula is separated from the hub. Additionally, it is possible to observe that the resin is present in only half of the cannula, which indicates that the cavity of the hub was not completely filled with resin, and it may be loose in the hub. The physical cannula was not received for analysis, only the hub. An analysis of the physical sample of the hub was performed and the presence of a flash at the tip of the hub was observed. The flash was measured and presented it was concluded the hub flash is out of specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, visual inspection tests of the resin and the cannula pull out test were performed, and no defects were found. Possible root cause is associated with a failure in the application of the resin in the needle.

Event description:
It was reported that during a vaccination using a bd precision glide¿ needle the needle remained in the patients arm. There was no patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "I went to have the child's arm vaccinated and the syringe came and the needle stayed in the child's arm, lucky that she was calm because it was difficult to get it out."